Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Treating healthcare professional (hcp) reported that a patient from another office was injected in an unspecified site with juvéderm voluma® xc and "presented with a CT scan and it looks like the filler has gone into a little vein in the nose". Treatment and symptom information not provided.